Manufacturer narrative:
(B)(4). Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unique identifier (UDI) #: n/a. Concomitant medical products: item # unk, stem, lot # unk; item # unk, head, lot # unk; item # unk, liner, lot # unk.

Event description:
It was reported that approximately 6-10 months post implantation, the patient had presented with persistent pain, especially with lifting the thigh. Patient received an injection and verified the iliopsoas as the source of pain. Subsequently, the patient underwent an arthroscopy with iliopsoas tendon release. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of operative notes confirm event. Patient underwent iliopsoas release due to iliopsoas tendinopathy after failing conservative treatment of injection. Upon release, surgeon notes tendon retraction indicating there was significant tension. A definitive root cause cannot be determined with the information provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.